Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; the ok button was reportedly under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: during investigation, the keypad was intact with no evidence of peeling or damage. All keypad buttons were responsive. To user input. The keypad was removed to find no evidence of contamination on the button contacts. The alleged keypad issue was unable to be duplicated during investigation. Unrelated to the original complaint, the pump was opened to find evidence of moisture corrosion on the keypad connector, and on the display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.